Event description:
A nurse reported that the equipment displayed a system message and locked during a vitrectomy procedure. The patient had received a peribulbar block; however, the procedure was cancelled due to this event. There was no harm to the patient reported.

Manufacturer narrative:
The company representative examined the system and replaced the receiver mechanism assembly. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.556 when additional reportable information becomes available. (B)(4).